Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the generator and lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanting facility discarded the explanted products; therefore, no analysis can be performed. Attempts for additional relevant information were made, but have been unsuccessful to date.

Manufacturer narrative:
(B)(4): the initial report inadvertantly did not include the exact event date.

Event description:
On (B)(4) 2013 clinic notes dated (B)(6) 2013 indicate that the patient feels her vns stimulation but that it is not as strong as it was in the past. The vns was interrogated and the battery was noted to be fine but ¿abnormal impedance signals given on system diagnostics¿. Further clinic notes state that there was ¿a lot of energy to conduct the test probably from a low generator energy level therefore lead impedance was not able to be¿. It was stated that the patient would be scheduled for generator replacement and possible lead replacement. Clinic notes dated (B)(6) 2013 indicate that the patient is post sinus surgery and denied any electrocautery was performed. The vns was interrogated at this visit and the system diagnostics were normal; no settings changes were made. The patient underwent a full revision surgery on (B)(6) 2013. The explanted lead and generator have not been returned for product analysis to date. It was later clarified by the physician that the patient had high impedance. No patient manipulation or trauma occurred that is believed to have caused/contributed to the patient¿s altered perception of the vns stimulation. It was stated that the full revision surgery was due to presumed battery failure. The physician further clarified that what he meant by ¿battery failure¿ was that the generator had been implanted for approximately 10 years and based on the high lead impedance and amount of time passed since the generator had been implanted, he felt that the battery was low and needed to be replaced. He said he did not have any diagnostics showing a low battery.

Event description:
It was reported that no patient manipulation or trauma occurred that is believed to have caused the lead break. The device was not programmed off prior to explant. No x-rays were performed.